Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose between 400-500 mg/dl. The customer treated with a syringe. The customer stated they tried to bolus from the insulin pump, but their blood glucose was not going down. The customer¿s current blood glucose was 394 mg/dl. They declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.